Manufacturer narrative:
The reported event is unconfirmed. No actions can be taken at this time since a root cause was not identified. Received 1 foley catheter attached to the urine meter bag. Verified material number 0168l16 and manufacturing lot number ngjz0065. Using in house syringe the balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). It inflated properly with no difficulties and deflated within 11 seconds. Therefore, the reported event is unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: b, d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had another foley catheter issue, this time with not being able to deflate the balloon on two different catheters. Ref (B)(4) lot ngjy1147. Staff have experienced difficulty deflating the catheter balloon unless they apply significant pressure using the syringe until they feel a popping sensation and then could aspirate the fluid from the balloon.

Event description:
It was reported that customer had another foley catheter issue, this time with not being able to deflate the balloon on two different catheters. Ref a034916 lot ngjy1147. Staff have experienced difficulty deflating the catheter balloon unless they apply significant pressure using the syringe until they feel a popping sensation and then could aspirate the fluid from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.